Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since the implant procedure, the patient was experiencing "jumps in the stomach." The patient stated that it was positional and the "device" (left ventricular lead) had been reprogrammed, which initially helped, but the sensation is now worse. The patient was encouraged to talk with the physician for additional resolution. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.